Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.